Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that the staff had issues with spin collars not staying attached. Although requested, no further details were provided by the customer for this event.